Event description:
A customer contacted baxter's technical service center to report having an extra cycle added to the homechoice (hc) machine during therapy. The care giver (cg) stated the home patient (hp) is programmed to have 4 cycles. The cg stated when she woke up it showed 5 cycles. The technical service representative (tsr) reviewed the hp's therapy. The cg stated she was not sure if the hp woke up and pressed buttons and bypassed. The tsr reviewed the alarm log which showed a low drain volume alarm, which the cg did not know how it was cleared. The tsr advised the cg to watch the cycler that night and to call back with any issues. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg confirmed that the cycler showed an extra 5th cycle appeared during therapy. The cg stated that the low drain volume alarm that occurred earlier in the evening was resolved by the hp repositioning. The cg stated they did not bypass the alarm so she did not know what may have caused the additional cycle to be added. The cg stated this was the only time the cycler added an additional cycle without a bypass being done first. The cg stated the hp was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a program changed by device was confirmed; however, no root cause could be determined. A service history review was performed and no issues were identified that may have contributed to the issue of program changed by device.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.